Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #13 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. An augmentation was performed at the time of surgery using nuoss particulate bone which was added towards the sinus floor (maxilla). The clinician states that the pt wore implant retained complete denture on maxilla which may have exerted slight pressure on the ridge. The clinician reports that the pt complained of pain at the site. The implant was removed on (B)(6) 2013 due to pain, mobility. Medical history: significant findings.